Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent skin reduction surgery (B)(6) 2013 due to infection and skin overgrowth at the abutment site. The implanted device remains.